Event description:
The contact stated the customer's blood glucose readings had been lower than usual. While troubleshooting, it was discovered that segments were missing in the hundreds position. This made the customer's readings appear lower than they actually were. The contact did not allege the customer experienced any adverse events. The meter is to be returned for eval, and a replacement breeze meter will be sent to the customer.